Manufacturer narrative:
(B)(4). Approximate age of device ¿ 4 months. It was reported that the pump would not be returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was found down at home and was transferred to a local hospital, where the patient subsequently expired. The healthcare professional reported that cause of death was not determined, and the outcome was not believed to be device related. The lvad clinician reported that the alarm history was consistent with external battery and system controller backup battery depletion. It was reported that the patient's spouse exchanged the system controller and external batteries prior to the patient being seen at the medical facility. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. The report of a pump stoppage due to the depletion of the external 14v li-ion batteries, followed by the depletion of the system controller's backup battery, was confirmed through the evaluation of submitted system controller log files; however a specific cause for this event could not conclusively be determined. Review of the log file from the patient's primary system controller revealed that the low battery advisory became active at 04:29:43 on (B)(6) 2017. The low battery hazard alarm then became active at 06:31:00 due to further depletion of the batteries. The system switched to operation on the backup battery at 06:58:13 due to complete depletion of the external batteries. The system was supported by the backup battery until it also depleted, resulting in a pump stoppage. The system resumed operation at the fixed speed when charged batteries were connected to the system controller. The duration that the pump was off could not be determined. The low flow hazard alarm was active throughout most of the submitted log file from the patient's backup system controller. At 12:33:09 on (B)(6) 2017, the driveline was disconnected and the system was powered down. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.